Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar, tip damage (misshapen), and distal shaft damage (flattened for 2.5cm starting at the tip of the device). Functional testing could not be completed due to the damage to the tip of the device. The maximum outer diameter (od) of the undamaged guidezilla distal shaft was measured meeting guidezilla specifications, with the maximum outer diameter of the damaged shaft measured, exceeding the guidezilla specifications. The damage to the device is consistent with difficulties advancing in a guide catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 10oct2018. It was reported that there was tightness when passed through guide catheter. The target lesion was located in the moderately tortuous vessel. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that there was tightness encountered when the guide passed through the guide catheter. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a complete separation at the collar.